Manufacturer narrative:
The investigation into the low pump flow, positioning issues and thrombus has been completed. The product was not returned. As per the clinical information provided, the motor current spikes right at the start of this case and then the flows are low while suction is present. Additionally, the pump was not in a good position as it was accidentally pulled into the aorta and not able to cross the av again. A clot was visualized in the inflow cage. The sheath was not aspirated upon insertion and likely caused the clot ingestion. The root cause of the low flow is most likely due to biomaterial.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 72-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump had low flows which the team assumed was due to improper flushing. When they observed the pump at the time of explant there as a large clot burden within the inlet. A second pump was placed which also failed and was replaced by an iabp.